Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead implanted: (B)(6) 2003.

Event description:
It was reported that the patient had a recent device replacement procedure and subsequently an alert was triggered for high lead impedance in the high voltage coils. A real time measurement revealed impedance values within the expected range and it was indicated as an intermittent issue. The lead remains in use. Additional information received indicated that it appeared that the set screw for the svc coil was not tight. The set screw was tightened and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).